Event description:
Catheter kinked while trying to deploy. Inability to position the device appropriately presumably due to the tortuosity of the patients blood vessels. Medtronic heli-fx endoanchor system 0011307011.